Event description:
Patient presented to dr (B)(6) with a greater trochanter fracture on a right hip after having a revision for a abg modular hip stem. Dr (B)(6) decided at this time to repair the fracture using a grip plate. The procedure was performed through a lateral approach. The fracture was identified, reduced and secure with a grip plate and two cables the reduction was confirmed per x-ray and wound was closed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient presented to dr (B)(6) with a greater trochanter fracture on a right hip after having a revision for a abg modular hip stem. Dr (B)(6) decided at this time to repair the fracture using a grip plate. The procedure was performed through a lateral approach. The fracture was identified, reduced and secure with a grip plate and two cables the reduction was confirmed per x-ray and wound was closed.